Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized. The patient was treated with an injection of vancomycin (2 grams, every seventh day, route and duration not reported) and an injection of fortum (1 gram, everyday, route and duration not reported) for peritonitis. Patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the antibiotic therapy was discontinued (unknown date). The patient was not hospitalized for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.